Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the mp20 has no sound when first booted up. The device was not in clinical use at the time of the event. No report of harm to a patient or user.